Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as of (B)(6) 2018 the patient was recently admitted to the hospital with sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) and a consumer (con) regarding a patient receiving lioresal balcofen via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that as of (B)(6) 2017 the patient was recently admitted to the hospital with sepsis. The patient was placed on a 4 week course. The cerebrospinal fluid (csf) cultures were negative. The sepsis occurred in the perioperative periods and the hcp thought it was best for the patient to be around for a few weeks after the antibiotics stopped to ensure that there was indolent infection. The patient was being intubated and drips, but nothing was being done about the pump. The patient was in the ER having difficulties on the evening of (B)(6) 2018. The patient had a high temperature, seizures and massive body spasms. The patient passed away on (B)(6) 2018. Additional information was received from the patient's managing healthcare professional (hcp). It was reported that the hcp did not know anything regarding the event as it had occurred at an outside hospital. The hcp reported that the event occurred at the hospital emergency room. The hcp noted that they did a lumbar puncture (lp) for the patient which came back negative and the hcp did not believe that the patient's infection/sepsis was related to their device.